Event description:
The following has been reported zo hamilton medical ag on (B)(6). 2023: alarm '431017,self test failed'.happened when starting up the ventilator, c3 did not connect the patient, so it did not bring any adverse consequences to the patient. Even the problem occur again, it can be found before ventilation & will not bring any adverse harm to the patient. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.

Manufacturer narrative:
Investigation ongoing hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. UDI related data quality update: this case is the follow-up of cer (B)(4). The original bak files were not available anymore. A new file had to be created.

Event description:
Alarm '431017,self test failed'.happened when starting up the ventilator, c3 did not connect the patient, so it did not bring any adverse consequences to the patient. Even the problem occur again, it can be found before ventilation & will not bring any adverse harm to the patient.